Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015, to report a sensor wire that was left in patient's skin on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Clinician reported that patient was taken to the hospital on (B)(6) 2015 and received an ultrasound. Ultrasound confirmed that the sensor wire remained in the patient's skin. Clinician reported that the wire was not visible and patient was not experiencing any pain. It was further reported that the patient went back in at 3:00pm on (B)(6) 2015, and had a piece of the sensor wire surgically removed from the patient's body. The patient is believed to be ok now as he has not experienced any symptoms. At the time of contact, patient's current condition was reported to be "ok." No additional event or patient information is available.